Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The cannula seal accessory was analyzed and found to have tears at the silicon opening at the bottom of the seal measuring approximate 0.168" in length. The broken piece was returned with the seal. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure a piece of rubber from the cannula seal accessory had broken off and fell inside the patient's anatomy. The item was retrieved. An x-ray was performed to check for remaining pieces. The procedure was completed.